Event description:
It was reported that customer fell on top of insulin pump and it no longer functioned and suffered physical damage. It was reported that insulin pump beeped often and when batteries were changed, insulin pump did not start. It was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Customer reports to have received a button error alarm. Customer's blood glucose was 240 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform the displacement test due to display anomaly. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.